Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue via log review. The issue could not be recreated. The sensor interface board was replaced. No patient information provided to date after calls to customer 12/09/22 and 12/12/22. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. The unit was rebooted and case completed. There was no patient injury.